Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that numbers were ramping on the display. The customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The operating currents could not be tested due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked display window.